Event description:
It was reported that this implantable cardioverter defibrillator (ICD) generated a beeping tones alert due to out of range right ventricular (rv) pacing impedance measurements. The implanted lead is not a boston scientific device. The patient was checked in-clinic and a chest x-ray was performed; no abnormalities were noted. However, the physician suspected lead failure and a replacement was schedule. At this time, the device remains in service. There were no adverse patient effects as result of the elevated impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).